Event description:
Zebd-7-10 (c1858851) was used for biliary stent placement with an endoscopic approach via duodenal papilla. The physician attempted to advance the reported stent over a wire guide (visiglide2 0.025inch/olympus) placed in the bile duct as to place the reported stent, but the pig-tail part of the reported stent got kinked, and the wire guide could not pass through the reported stent. (B)(4). Therefore, another zebd-7-10 (lot# is unknown) was used instead. The wire guide used with the substitute zebd-7-10 was also visiglide2 0.025inch/olympus. (B)(4). Note: this file will capture the user error of the incorrect size wireguide used with the replacement zebd. No adverse events to the patient were reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 device of lot unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) (report reference number - 3001845648-2022-00166). Document review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user to ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). A review of the manufacturing records cannot be conducted as the lot number of the complaint device is unknown. It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.